Event description:
Rptr's left implant is ruptured, the left side of her body gives her problems. She has constant diarrhea. She has problems remembering. She has so much trouble with her left side she doesn't know if its her heart or from the implant. Her diagnoses is atypical neurological disease.